Event description:
The pt had a right hemicolectomy on (B)(6) 2008. Anastomotic leak was reported.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The event was reported by the medical ctr through niti's electronic platform used for monitoring of clinical procedures performed with the device. The only info provided was: procedure date and type, and that a leak had occurred. This info could not be verified and no conclusions could be drawn based on this info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices.